Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that per the patient, the culture and sensitivity results on the samples taken during the procedure were negative for infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the patient had a dye study and had unusual brown colored fluid removed from ¿the top port on the pump¿. The patient was being admitted to the hospital for possible infection. The environmental, external, or patient factor that may have lead or contributed to the issue was noted to be that the patient was 1 month post a pump replacement procedure. The issue was not resolved. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. Additional information received reported that the fluid removed was from the reservoir. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6. Eval code - conclusion code ¿ 22 is being updated to 67 for this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal gablofen 2100 mcg/ml at 256 mcg/day. The event/difficulty occurred on 2018-jul-27 post operatively (pump implanted (B)(6) 2018. It was reported there was fluid in the pump pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting were performed. Actions/interventions included the pocket was opened and cleaned of greenish/tan fluid and sent to the lab for culture and sensitivity. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. It was noted the catheter was aspirated and found to be patent. The patient¿s medical history included spasticity and the patient¿s weight was unknown, but would follow up for more information. No further complications were reported/anticipated or expected.